Manufacturer narrative:
(B)(4). (B)(6).

Event description:
Parent reported inaccurate cgm values. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the d zone of the parkes error grid. No injury or medical intervention was reported.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the pediatric patient¿s cgm displayed high and as the patient has experienced inaccurate cgm values in the past, a bg was performed which was 2.8 mmol/l. The parent treated the patient¿s low and tried to calibrate the cgm; however, the cgm would not accept the calibration. The parent waited fifteen minutes before re-calibrating and when she retested the patient¿s bg, it was 3.1 mmol/l. The parent continued to treat the patient¿s low before attempting to calibrated; however, the cgm would not accept the calibration again. The parent continued to monitor the patient by performing finger stick bg testing. The sensor was removed, and a new sensor was inserted. No symptoms or other details were provided. At the time of the report, the patient was in stable condition. This is being reported as a serious adverse event as there was serious injury (hypoglycemia) that required third-party medical intervention to increase the patient¿s bg as the patient was unable to self-treat. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).